Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the PICC had to be removed from patient as leaking under the skin (no treatment required except removal). Needed further access to replace line.